Manufacturer narrative:
Customer should not have used medical record numbers for correlation study. Investigation from the hospital had identified results uploading to their medical record systems use the date and time they were uploaded and not the date and time the sample was analysed. Customer indicated that results were being corrected in the medical record by hospital. It has been communicated to the fas (field application specialist) and product specialist that medical record numbers are never to be used during correlations. The event has occurred due to an operator error.

Event description:
Customer reported that correlation study data was unintentionally uploaded to patients medical records. Customer indicated that during the work up of a new rl1265, the patient medical record numbers (mrns) were used for the correlations. Subsequently when the instrument was connected to rapidcomm (data management system) these results downloaded and ended up in the patient record.